Event description:
From operative report: during laparoscopic cholecystectomy procedure, after removal of gallbladder, the surgeon noted some bleeding from the posterior branch of the cystic artery. As surgeon was placing a clip across this branch, the clip applier would not disengage. The surgeon tried firing it a second time but it would still not disengage. The surgeon tried repeatedly to get the clip applicator to free up, but it would not free despite his efforts. The surgeon therefore had to jerk on the clip applier to get it removed. Unfortunately, this tore what appeared to be the right hepatic artery and the laparoscopic procedure had to be converted to an open procedure for the surgeon to be able to control the bleeding. Upon opening he identified a small vessel that was coming off the right hepatic artery that was actively bleeding which has easily controlled. At this time he also noted that the right hepatic duct had been severed which he suspected had occurred when the clip applier had to be yanked out since the injury was more of an avulsion than a sharp cut. He at this time repaired the right hepatic duct.